Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in 2 pieces. The balloon was loosely folded. The hypotube shaft was kinked 60.5cm from the tip and broken 64.5cm from the tip. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 20x2.5mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to predilate the lesion. However, during the procedure, the shaft was fractured at a segment of the device that was outside the patient. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 85% stenosed, 20x2.5mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to predilate the lesion. However, during the procedure, the shaft was fractured at a segment of the device that was outside the patient. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).